Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that this pacemaker had recorded two high out of range pacing impedance measurements on the right ventricular (rv) channel. The out of range measurements had also triggered a switch from bipolar to unipolar mode. In the unipolar sensing mode some myopotentials were oversensed but did not lead to pacing inhibition. The physician elected to reprogram the pacemaker back to bipolar and continue monitoring the system. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.